Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019 at 8.30 am with blood glucose of 462 mg/dl at the time of hospitalization. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced back pain due to high blood glucose and also gave positive test for ketones. The customer was treated high blood glucose with intravenous insulin and insulin pump. Customer alleging possible insulin pump was under delivery because insulin pump did not alarm that the blood glucose was went to high. The insulin set had leak. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08725 inches. (B)(4).